Manufacturer narrative:
Ts reviewed the logs and noted that the sample that gave an initial positive result was run on (B)(6) 2021 ((B)(4)). The affected sample was retested on (B)(6) 2021 ((B)(4)) with a negative result. Ts noted that log review shows no instrument issue or kit preparation issue. It is unknown if the results were reported out.

Event description:
Customer questioned a sars-cov-2 sample that was positive on retested on (B)(6) 2021, with an rlu value of around 696 during an initial ran on the panther instrument (B)(4) using assay master lot 308700. The same sample was repeated on (B)(6) 2021 using the same assay ml, and the result was negative.